Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal and gastrooesophageal reflux disease outcome was unknown. The reporter considered gastrooesophageal reflux disease and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet (social media) received. Event acid reflux & new reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a flat panel x-ray will show fragment') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the device breakage and gastrooesophageal reflux disease outcome was unknown. The reporter considered device breakage and gastrooesophageal reflux disease to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received event medical device removal was updated to device breakage. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a flat panel x-ray will show fragment') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the device breakage and gastrooesophageal reflux disease outcome was unknown. The reporter considered device breakage and gastrooesophageal reflux disease to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a flat panel x-ray will show fragment') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ribes nigrum (gemmo ribes nigrum) for adrenal disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux"), eye movement disorder ("eye twitched the whole time"), adrenal disorder ("adrenal issues") and vomiting ("I throw up") and was found to have weight decreased ("lost about 30 pounds"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the device breakage, gastrooesophageal reflux disease, adrenal disorder, weight decreased and vomiting outcome was unknown and the eye movement disorder had resolved. The reporter considered adrenal disorder, device breakage, eye movement disorder, gastrooesophageal reflux disease, vomiting and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- eye twitched the whole time. Reporter added proceed with 6 and 7. On 23-mar-2020: social media received. New events added: adrenal issues. Concomitant drug and reporter were added. On 23-mar-2020: social media: new reporter and event lost about 30 pounds , I throw up added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.